Manufacturer narrative:
This report is submitted on august 30, 2021.

Event description:
Per the clinic, due to incorrect electrode placement at the initial implantation, the device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery. The device analysis report is attached.